Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The health care professional (hcp) reported the device was explanted for unknown reasons. It was unknown to what led to the event. The issue was resolved at the time of the report. The patient's status at the time of the report was alive no injury. If additional information becomes available, a follow-up report will be reported.